Event description:
Boston scientific hydratome rx44 sphincterotome catheter tip alignment significantly angled to the right when coming out of duodenoscope, unable to be used, another device used without problems. Diagnosis: ercp.